Event description:
It was reported that the web device did not detach. There was no patient injury or intervention. The patient's condition was reported to be "good."

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The investigation is currently ongoing. A supplemental report will be submitted after the investigation is completed.

Event description:
It was reported that the web device did not detach. There was no patient injury or intervention. The patient's condition was reported to be "good."

Manufacturer narrative:
Items returned for evaluation: delivery system (pusher). Via 17 microcatheter. Items not returned for evaluation: web implant, introducer ,dispenser hoop, controller. The visual analysis of the returned items found the web implant to be separated from delivery system and not returned, and the hypotube was kinked at the hypotube to connector junction. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be ol (spec= 66-78), which is out of specification. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch. The heater coil did show signs of controller activation with an indication of a melted tether and pet. The heater coil winding damage likely also contributed to the failed continuity and resistance testing. No damage was found on the returned microcatheter. The reported complaint is confirmed. The investigation of the returned web system found the hypotube kinked at the hypotube to connector junction, and the heater coil windings stretched. The heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification.